Event description:
Patient presented with post-op tibial pain and implants feeling as through they are "backing out". Surgeon described the x-ray as the implants looked like "two horns" has formed. Surgeon performs double bundle technique and routinely uses two calaxo screws in the tibia. It is not known at this time if pt has had follow-up surgery. Original surgery date was 2007.

Manufacturer narrative:
Product recall initiated 08/21/2007.